Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that, during a staff coaching session, the system has frozen images repeatedly. No negative impact in state of health reported. Cross reference MDR: (B)(4).

Manufacturer narrative:
Device evaluation: the device was not sent to the manufacturer for inspection. Therefore, physical technical inspection is not possible. This investigation report is based on provided information and the experience of the investigator. Based on the provided information, the scb communication path is determined to cause the issue due to a software crash. If this path is disturbed, no communication to medtronic hugo system is possible and the failure described by customer could occur. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).